Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that an angio-seal was deployed by the technologist, with hemostasis being instantly achieved. The patient went to recovery where it was noticed that the leg looked mottled. The patient was brought back to the cath lab for an angiogram, which revealed the femoral artery to be occluded. The patient then went to surgery where it was discovered that the occlusion was caused by thombus from an antegrade dissection. The physician stated that the angio-seal collagen was on top of the arteriotomy and not inside the artery. The thrombus was removed and the dissection repaired. The patient was reported to be doing fine.